Manufacturer narrative:
H3: analysis was performed for product: (B)(4) , lot number: 230718. It was reported that the returned curved suction was unable to verify when connected to a known good system. The curved suction displayed divot errors of 2.4mm to 2.5mm. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon inspection, a verification defect was detected in both the two 70 degree suction instruments and the two straight suction instruments, which were only barely acceptable for distance to divot, and tip deformation was suspected. There was no patient involvement. Additional information was received. Verification did not complete, it was tried several times, but it was not possible. It was verified and a similar phenomenon was confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.